Event description:
It was reported that the tip of the revision nut driver fractured during surgery. The tip fractured during revision nut tightening. No patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation; the broken it was not returned. Visual examination found the tip broke at the self retaining tab. The fracture appears to have initiated during bending moment while the driver was partially seated on the set screw head. The fracture surface is partially damaged. Microscopic examination of the fracture surface reveals a fairly brittle fracture surface, with no evidence of fatigue. River lines on fracture surface are consistent with brittle overload of the instrument.